Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse stated they had attempted to initiate hypothermia at 36c on 2 different arctic sun devices and both the devices sounded alarm 27 (patient temperature 2 probe out of range) and stopped. Currently they were using the arctic sun device (serial (B)(4)). The nurse did not have the serial number of the other device and stated it was the old version. Nurse had an esophageal probe in temperature port 1 and a bladder probe in temperature port 2. They used the same cables with both devices. Mss explained that the temperature port 1 drives the therapy and temperature port 2 displayed a secondary temperature but did not drive the therapy. Mss also explained that either the temperature port 2 cable or the bladder probe was the issue and walked the nurse through disabling temperature port 2 and started the therapy. Patient temperature was 36.2c, water temperature was 28.5c and flow rate was 3.8lpm. Four large arctic gel pads and one universal pad was in place with good coverage. Mss recommended the nurse to talk to their supervisor about obtaining extra temperature in cables.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is temperature cable failure. However this cannot be confirmed. Currently they were using the arctic sun device (serial dyasy033). Nurse did not have the serial number of the other device and stated it was the old version. Nurse had an esophageal probe in temperature port 1 and a bladder probe in temperature port 2. They used the same cables with both devices. Mss explained that temperature port 1 drives the therapy and temperature port 2 displayed a secondary temperature but did not drive the therapy. Mss also explained that either the temperature port 2 cable or the bladder probe was the issue and walked the nurse through disabling temperature port 2 and started the therapy. Patient temperature was 36.2c, water temperature was 28.5c and flow rate was 3.8lpm. Four large arctic gel pads and one universal pad was in place with good coverage. Mss recommended the nurse to talk to their supervisor about obtaining extra temperature in cables. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (temperature cable) product ifus were found to be adequate based on past reviews the device was not returned.

Event description:
It was reported that the nurse stated they had attempted to initiate hypothermia at 36c on 2 different arctic sun devices and both the devices sounded alarm 27 (patient temperature 2 probe out of range) and stopped. Currently they were using the arctic sun device (serial (B)(6)). The nurse did not have the serial number of the other device and stated it was the old version. Nurse had an esophageal probe in temperature port 1 and a bladder probe in temperature port 2. They used the same cables with both devices. Mss explained that the temperature port 1 drives the therapy and temperature port 2 displayed a secondary temperature but did not drive the therapy. Mss also explained that either the temperature port 2 cable or the bladder probe was the issue and walked the nurse through disabling temperature port 2 and started the therapy. Patient temperature was 36.2c, water temperature was 28.5c and flow rate was 3.8lpm. Four large arctic gel pads and one universal pad was in place with good coverage. Mss recommended the nurse to talk to their supervisor about obtaining extra temperature in cables.